Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon stated the event was not related to the iol. The refractive surprise was due to the iol sitting more posterior causing a hyperopic shift. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/12/2010, 05/17/2010 and 06/03/2010 by phone, fax, and mail. A completed questionnaire. (B) (4). (B) (4).